Event description:
It was reported, surgeon uses apex pins to secure ortholock for navigation tracker. In removing the apex pin, the tip broke 3 threads from the prosimal side of the threads. The remainder of the tip remained in the anterior cortical bone of the tibia.

Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.